Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported constant downstream occlusion which was reproduced through troubleshooting the device. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause was determined to be an out of specification downstream current reading. The force sensor no tube was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.